Event description:
It was reported that the catheter became externalized on the patient's back around a year prior to report. The catheter was exposed where the catheter is anchored. The spinal area where the catheter erosion occurred is not infected, but it had drainage. The fluid was not really red. The catheter started pulling out when the healthcare provider pulled a towel over the catheter on the day of report when they were preparing for the explant. The pump and entire catheter was removed on the day of report. No catheter segments were left in the intrathecal space. The day following surgery the patient was doing good. Other medications the patient was taking at the time of report included valium. The patient outcome was ongoing. The patient had no drug withdrawal. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l58360, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type catheter; product ID 8575, lot # j11966r, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type accessory. (B)(4).